Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl, cause was unknown. Low bg was addressed with assistance from emergency medical technicians, who disconnected customer from the pump. Additionally, it was reported that customer's bg value was not appearing on the pump screen as intended. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.